Event description:
Sales representative observed the device delaminate during placement. The device was not soaked in any fluids prior to use. The device delaminated on the short side of the rectangle. The attending continued to implant the device using tackers. No adverse patient consequences were reported and the device remains implanted.